Event description:
Reporter states that on (B)(6) 2018 she underwent cryotherapy to treat her stress and anxiety as well as to burn calories. The next day she experienced 2nd degree burns from the right side of her abdomen to her right thigh. She denies any other symptoms.